Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic lobectomy procedure, the device was used at the pulmonary artery and the pulmonary vein. The jaw would not open during use. It was unknown which firing the event occurred on. The indicator was not shown, so it seemed some clips were remaining inside the device. Another device was used to complete the case. There were no adverse consequences for the patient.